Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of lead migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-03112.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR report#1627487-2016-03112. It was reported the patient experienced stimulation in the left ribs. Reportedly, reprogramming was attempted to no avail. Subsequently, x-rays were taken and revealed lead migration. As a result, surgical intervention may be undertaken as the next course of action to address the issue. Both leads are being reported as it's unknown which lead has the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-03112. Follow-up identified surgical intervention was undertaken during which time lead model (3186) was explanted and replaced with a new model. The issue is resolved.